Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: left side in the intra abdominal cavity/ migration of essure device location of device: left uterosacral ligament') in a 34-year-old female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included desogestrel;ethinylestradiol (apri) and desogestrel;ethinylestradiol (desogestrel ethinylestradiol biogaran). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury- depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy( full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, anxiety, menorrhagia, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy regarding essure removal date, earlier removal is done now as per pfs essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received - lot number was added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, dysmenorrhea (cramping) were added. Event psych injury updated to depression. Height, treatment and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: left side in the intra abdominal cavity/ migration of essure device location of device: left uterosacral ligament') in a 34-year-old female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included desogestrel;ethinylestradiol (apri) and desogestrel;ethinylestradiol (desogestrel ethinylestradiol biogaran). On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2013, the patient experienced pelvic pain ("pelvic pain"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia), vaginal haemorrhage ("abnormal bleeding (vaginal), depression ("psych injury- depression") and dysmenorrhoea ("dysmenorrhea (cramping). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy( full), salpingectomy(bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, anxiety, menorrhagia, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy regarding essure removal date, earlier removal is done now as per pfs essure was not removed. Discrepancy: I do not have money and definite plans for removal at this time and essure removal date: (B)(6) 2018, unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a25163 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: left side in the intra abdominal cavity/ migration of essure: left uterosacral ligament/migration of essure device: uterine fundus') in a 34-year-old female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath, left lower quadrant pain, polycystic ovarian syndrome, irritable bowel syndrome and endometriosis. She denies any nausea, vomiting, diarrhea or abdominal pain. Concomitant products included desogestrel;ethinylestradiol (apri) and desogestrel;ethinylestradiol (desogestrel ethinylestradiol biogaran). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psych injury- depression") and dysmenorrhoea ("dysmenorrhea cramping"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia painful sexual intercourse"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy( full), salpingectomy(bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, anxiety, menorrhagia, vaginal haemorrhage, depression, dysmenorrhoea, female sexual dysfunction, migraine and dyspareunia outcome was unknown and the genital haemorrhage, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy regarding essure removal date, earlier removal is done now as per pfs essure was not removed. Discrepancy: I do not have money and definite plans for removal at this time and essure removal date:(B)(6) 2018, unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Lot number: a25163, manufacturing date: 2012-06 , & expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-apr-2020: new events added- female sexual dysfunction, migraines and dyspareunia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: left side in the intra abdominal cavity/ migration of essure: left uterosacral ligament/migration of essure device: uterine fundus') and fallopian tube perforation ('device perforation') in a 34-year-old female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath, left lower quadrant pain, polycystic ovarian syndrome, irritable bowel syndrome and endometriosis. She denies any nausea, vomiting, diarrhea or abdominal pain. Concomitant products included desogestrel;ethinylestradiol (apri) and desogestrel;ethinylestradiol (desogestrel ethinylestradiol biogaran). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury- depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and post procedural complication ("post removal complications"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy( full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, anxiety, menorrhagia, vaginal haemorrhage, depression, dysmenorrhoea, female sexual dysfunction, migraine, dyspareunia and post procedural complication outcome was unknown and the genital haemorrhage, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy regarding essure removal date, earlier removal is done now as per pfs essure was not removed. Discrepancy: I do not have money and definite plans for removal at this time and essure removal date: (B)(6) 2018, unilateral salpingectomy. Events resolved after essure removal: pain, bleeding, migration, perforation and others. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a25163, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events were added: fallopian tube perforation and post removal complication. Events resolved after essure removal: pain, bleeding, migration, perforation and others. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device: left side in the intra abdominal cavity/ migration of essure: left uterosacral ligament/migration of essure device: uterine fundus'), fallopian tube perforation ('device perforation') and uterine perforation ('uterus perforation') in a 34-year-old female patient who had essure (batch no. A25163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath, left lower quadrant pain, polycystic ovarian syndrome, irritable bowel syndrome and endometriosis. She denies any nausea, vomiting, diarrhea or abdominal pain. Concomitant products included desogestrel;ethinylestradiol (apri) and desogestrel; ethinylestradiol (desogestrel ethinylestradiol biogaran). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury- depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and post procedural complication ("post removal complications") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy( full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, anxiety, depression, dysmenorrhoea, female sexual dysfunction, migraine, dyspareunia and post procedural complication outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain, menorrhagia, vaginal haemorrhage and weight increased had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy regarding essure removal date, earlier removal is done now as per pfs essure was not removed. Discrepancy: I do not have money and definite plans for removal at this time and essure removal date: (B)(6) 2018, unilateral salpingectomy. Events resolved after essure removal: pain, bleeding, migration, perforation and others. Received treatment for pain, bleeding, migration, uterus perforation and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a25163 manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event weight gain added. Outcome of events menorrhagia and vaginal hemorrhage was updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy( full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, psychological trauma, genital bleeding, device dislocation. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.